Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2021-16857. It was reported that patient¿s scs system was explanted due to dural leak. Patient is stable post procedure.